Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 4 lateral views of the lumbar spine. Image 1 pre-op shows grade iii spondylolisthesis at l5/s1. Image 2 shows complete reduction of l5/s1 with pedicle screws and "possible" interbody spacer (size of film too small to verify). Image 3 shows loss of l5 screw purchase with loss of connection and partial return of spondy. Image 4 shows revision to l4-l5-s1 with interbody device now clearly seen.

Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.